Manufacturer narrative:
Eval code-conclusion has been updated to code.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later indicated that the patient experienced withdrawal symptoms; elevated heart rate, anxiety, flu-like symptoms.

Manufacturer narrative:
(B)(4). Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft bearing.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (4 mg/ml at 1.7988 mg/day) and droperidol (200 mcg/ml at 89.94 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported a motor stall occurred. The patient did not recently have a magnetic resonance imaging (MRI). A motor stall occurred on (B)(6) 2015 at 23:00 and a motor stall recovery occurred on (B)(6) 2015 at 23:11. A motor stall occurred on (B)(6) 2015 at 23:53 and a motor stall recovery occurred on (B)(6) 2015 at 07:28. A motor stall occurred on (B)(6) 2015 at 16:52 and a motor stall recovery occurred on (B)(6) 2015 at 16:57. A motor stall occurred on (B)(6) 2015 at 17:11 and a motor stall recovery occurred on (B)(6) 2015 at 18:18. A motor stall occurred on (B)(6) 2015 at 19:32 and a stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 19:32. The hcp wanted the pump turned off. The pump off password was given to the hcp and the pump was turned off. It was further reported symptoms the patient experienced related to the motor stalls included increased pain, runny nose, and increased urination. The cause of the pump motor stall was not determined. A rotor study was performed but the results were not given. The pump was explanted and sent in for analysis. If additional information is received, a follow-up report will be sent.